Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 32 mg/dl and loss consciousness while wearing the pod on the arm for between 4 and 24 hours. Patient dosed 15 units to bring down their glucose levels and then had a severe low. The patient went to the ER and was given juice and IV dextrose for treatment. Patient was released after 4-6 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.